Event description:
Additional information received revealed that the right ventricular lead was extracted and replaced. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise episodes were sensed by the right ventricular (rv) lead. Fluoroscopy imaging revealed no indications of externalization or damage. The patient was in stable condition and an rv lead replacement is anticipated.